Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the wire. The reported separation was confirmed. The reported entrapment of the device, device damaged by another device and material twisted were unable to be replicated in a testing environment as it was based on operational circumstances. The reported twisted material was unable to be confirmed since the distal portion of the wire was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the reported information, during advancement of the wire through the 85% stenosed, totally occluded anatomy the tip of the guide wire rolled up and knotted itself getting caught in the previously deployed stent. Handling of the wire against resistance likely caused the stent to appear shorter. Additionally, it is likely that manipulation of the wire against resistance during retraction resulted in the wire separation and subsequent wire damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed, totally occluded, and concentric de novo lesion in the distal marginal artery. A hi-torque floppy ii guide wire was advanced; however, the tip of the guide wire rolled up and knotted itself. During removal of the guide wire it became entangled in a previously deployed unspecified stent and the implanted stent was shortened. Difficulty removing the guide wire was felt and the tip of the guide wire separated and became stuck with the stent. The separated tip was left inside the strut of the deployed stent. The vessel remained permeable; therefore, no additional treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.